Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes resulting in t-wave oversensing and an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This system remains in service. No adverse patient effects were reported.